Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The reported failed downstream occlusion test could not be confirmed or reproduced. The device was within specification and no malfunction could be identified. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The pump passed add'l occlusion tests.

Event description:
It was reported that a pump failed the downstream occlusion preventive maintenance test. The customer stated that the test was performed 5 times and each time the pump did not alarm until 22 psi (spec = (B)(4)). The pump was programmed to deliver 50 ml at a rate of 100 ml/hr. No pt injury was reported.